Manufacturer narrative:
Cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. (B)(4). The event is currently under investigation.

Event description:
A femoral triple lumen cvc for IV therapy was placed on a female patient for fluids/medication administration. After more than 2 weeks of placement, the rn noted that the seat of the patients wheelchair was wet with blood/IV fluid when transferring patient back into bed. She found that the one red lumen of the cvc had broken. The line was clamped to protect the patient and therapy was stopped. The line was pulled immediately by the physician to prevent infection. Peripheral intravenous was required. A section of the device did not remain inside the patients body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set (B)(4). Investigation / evaluation: during the course of investigation, a review of the complaint history, quality control, drawing, instructions for use (IFU), manufacturing instructions (mi), trends,and a visual inspection of the returned used and damaged product was conducted. The returned complaint device showed that the red hub had completely separated from the extension tube. The extension tube appears to be pulled cleanly and completely out of the red hub. There is no residual material from the extension tube in the hub, and the hub shows no tears, jagged edges or missing parts. The device is manufactured to drawing and qc personnel inspect the device according to specification. The device is packaged with an IFU that gives device description, intended use, contraindications, warnings, precautions and recommendations as well as maintenance instructions for the device. Based on the information provided and our investigation results, we are unable to come to conclusion as to the root cause of the failure of the device. We have notified the appropriate internal personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
A femoral triple lumen cvc for IV therapy was placed on a female patient for fluids/medication administration. After more than 2 weeks of placement, the rn noted that the seat of the patients wheelchair was wet with blood/IV fluid when transferring patient back into bed. She found that the one red lumen of the cvc had broken. The line was clamped to protect the patient and therapy was stopped. The line was pulled immediately by the physician to prevent infection. Peripheral intravenous was required. A section of the device did not remain inside the patients body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.